Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported a false positive initial troponin I (access accutni+3) result, above the acute myocardial infarction (ami) limit (<0.5 ug/l) for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 2.377 ug/l was obtained but was not released out of the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.026 ug/l and 0.027 ug/l (on duplicate, uncentrifuged sample) and 0.027 ug/l (on centrifuged aliquot). The customer reported the result of 0.027 ug/l to the hospital. There was no patient consequence associated with this event. The patient's sample was collected in greiner serum separator tube (sst) and centrifuged at 3,000g (relative centrifugal force) for ten minutes. The serum sample was clear in appearance. No sample integrity issues were observed. The sample was analyzed from the primary tube. The customer indicated no system errors were observed at the time of the analysis and system check, calibration, and quality control (qc) were performing within assay and instrument specifications. The instrument was in normal operation.